Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the event was unable to be identified. It was confirmed that the foreign object could not be removed due to physical damage to the equipment. A foreign object in the curved rubber of the insertion part was confirmed. It was also confirmed that there is a curved rubber pin hole at the insertion part. It is unclear whether there was any deviation from the reprocessing procedure described in the instruction manual. The reprocessing method is described in the following sections of the instructions for use: chapter 6 compatible reprocessing methods and chemical agents; chapter 7 cleaning, disinfection, and sterilization procedures. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
During a follow - up with the user facility the following information was provided: due to the nature of this reportable event, the customer provided the cleaning sterilization and disinfection (cds) processes performed at the user facility. The customer cleaned, disinfected, and sterilized the equipment prior to requesting repair. It was unknown if the facility delays the start of precleaning on the equipment after use. The facility wipes or brushes the air and water nozzle with a gauze, brush, or sponge. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation was able to be confirmed. During the device evaluation it was observed that the image had linear scratches due to damage on the charge-coupled device unit. Upon further inspection, it was observed that the bending section cover had foreign objects. This finding was due to insufficient cleaning or handling of the scope. It was observed that water tightness was lost due to a pinhole on the bending section cover. It was also observed that the adhesive on the bending section cover had a chip due to chemical or physical stress. It was observed that there was a dent on the connecting tube and on the universal cord due to physical stress. It was also observed that the connecting tube had a stain and a wrinkle due to cleaning/ disinfection method and or due to excessive bending. Additionally, it was observed that the video cable had a wrinkle due to excessive bending. It was observed that there was a cut on the: protector of the universal cord on the scope connector side, protector of the video cable section and on the image guide protector due to physical stress. It was also observed that the image guide protector had discoloration due to a handling issue. It was observed that the bending angle in the up direction did not meet the standard value due to wear of the angle wire. It was also observed that the video connector case and the video connector were deformed due to a handling problem. It was observed that the venting connector of the light guide connector had corrosion due to chemical or physical stress. Lastly, scratches were observed on the following unit components due to physical stress caused by a handling problem: video cable and on the image guide protector. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Event description:
The customer reported to olympus the visera rhino-laryngo videoscope had a compromised image. There was no patient/user harm or injury reported due to the event. Upon device return and evaluation, it was observed that the bending section cover had foreign objects which is a reportable event. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.